Event description:
Event description guidant received information that this device was explanted after three years of service due to premature battery depletion. It was reported that the clinic has lost faith in guidant's products.